Event description:
It was reported that the device arm was broken at the joint.

Event description:
It was reported that the device arm was broken at the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection revealed that the jaw area was intact. The blade edge shows a few dents at the middle. The unit was tested with porvair. The distal edge of the blade was cutting the porvair, however the middle and proximal edge of the blade was not cutting the porvair. During testing, while forcing the blade to cut the porvair, the jaw hinge broke. Possible root cause is a dull blade causing the operator to use excessive force. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.